Manufacturer narrative:
Follow-up 05/15/2016: it was reported that the customer was still experiencing elevated blood glucose (bg) levels after changing supplies; however, no specific bg level was provided. Contact stated that they performed troubleshooting and saw insulin exit the end of the tubing. Recommendation was made to contact health care provider to discuss factors that may be affecting the customer's bg levels. Contact indicated that they will contact tandem technical support if they have any additional questions. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level between 297- 311 (mg/dl) after delivering a bolus. Customer administered a correction bolus to treat bg level. Reportedly, customer's health care provider (hcp) recommended that customer only use the pump to deliver insulin boluses after meals and customer removes the pump in between meals. Troubleshooting with tandem technical support indicated that the pump was performing as intended. Recommendation was made to rotate infusion site and contact hcp to discuss diabetes management.